Event description:
The customer reported a constant tone and moisture underneath the screen after submerging the insulin pump in water. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded/rusted electronic assembly. Unable to verify the constant tone due to the blank display.